Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was not found at the external surface of the device causing it to not be removed by reprocessing. It is likely the light guide lens glue that was peeled off allowed humidity to invade which led to corrosion. However, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. The suggested event can be detected by handling the device in accordance with the instructions for use (IFU): -states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was not confirmed. In addition to a stain found inside the light guide lens, additional findings were as follows: the air/water/waterder had no color, the scope cylinder had no color, switch 1 had a cut, the scope connector had corrosion due to water leakage, and the electric connector had corrosion due to water leakage. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value, the light guide lens had a crack, and there was corrosion around the forceps elevator. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the duodenovideoscope connection for optics flushing was leaking. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a stain inside the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.